Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted in resetting the pump, after which the malfunction did not recur. The customer successfully restarted the g6 sensor, loaded the cartridge, and resumed insulin deliveries, with instructions to call back if any issues reoccurred.